Event description:
It was reported that during a gastrectomy procedure, it was observed that the device would not fire. Changed to another reload to continue the procedure but the same problem happened. Another device was used to complete the procedure. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 6/02/2026. D4: batch#: 668d32. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with one gst60g reloads(b) and one gst60b reload(c) present. The reload(b) was received partially fired 1/4, the returned reload(c) was received unfired. After further inspection, it was noted the reload(b) was received with one staple missing. No functional test was performed to the returned reload(b) due to the condition of it. The device was tested for functionality in the straight position with the returned reload(c) and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The partially fired is consistent with an incomplete or interrupted cycle. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on what may have caused the missing staples. It should be noted that all devices are inspected 100% for staple presence by an automated vision system and are visually inspected 100% as a final check. A manufacturing record evaluation was performed for the finished device psee60a lot number: a98k3n and no non-conformance's were identified. A manufacturing record evaluation was performed for the finished device batch number: 668d32, and no non-conformance's were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.